Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The mfg records for retriever l6 devices that were shipped to the site, lot #'s 32647 and 32802, were reviewed and no anomalies were found that are related to this complaint.

Event description:
The physician was treating a female stroke pt who presented with a distal right m1/m2 bifurcation lesion. The physician made 2 to 3 passes with a retriever l5 without any change in the clot. The physician then attempted to retrieve the clot using a retriever l6. The physician noted a perforation. The physician was able to quickly stop the bleeding using a tornado pushable fibered coils (not manufactured by concentric medical). The bleeding did not last more than a minute or two. The pt subsequently expired due to the massive stroke the pt was already experiencing. The physician felt that the pt expired due to the large stroke she had experienced and that the perforation was not a factor in the pt's death.